Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The event history log was reviewed. Functional testing was able to duplicate the customer reported issue. The device alarmed cassette not attached. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that there was contamination at the pump's downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that there was an error: downstream occlusion. There was unknown patient involvement and unknown harm/adverse event was reported. Per reporter, the product fault occurred during testing.